Manufacturer narrative:
(B)(4). Results of investigation: this unit was serviced by a vyaire medical authorized service center. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the flow valve to address the customer's reported issue.

Event description:
It was reported to vyaire medical that the ventilator was delivering a higher amount of volume than expected. There was no report of any patient involvement associated with this reported event.